Manufacturer narrative:
Customer has reported 3 instances of adverse events (mfg report numbers: 1022819-2009-00173, 1022819-2009-00174, 1022819-2009-00175) with 3 separate devices, but is unaware of any details regarding the incidents. Investigational inquiries have been unable to determine treatment parameters, pt preparation for treatments, or any other pertinent pt info. Therapist is unwilling to disclose any info regarding the events. All reports to chattanooga group occurred on same day. Chattanooga group engineering dept has evaluated this device and found no anomalies with function or operation. Eval was performed using oscilloscope to verify output parameters. Parameters were within MFR specification.

Event description:
Therapist reports that a male pt was being treated on ankle when incident occurred. Treatment date was unk by therapist. Red, boil-like burn occurred during treatment under electrode. Treatment was interrupted. Therapist stated that pt did consult with his family physician, but was uncertain as to any medical intervention.